Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was going regularly into 2:1 block on the external electrocardiogram (ECG). However, further investigation revealed it was t-wave oversensing (twos). The right ventricular (rv) lead will be reprogrammed and remains in use. No patient complications have been reported as a result of this event.